Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and kidney infection ("kidney infection") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed simultaneously". The patient's medical history included lipoma, pericarditis, breast neoplasm, sigmoidoscopy in 2014, haemorrhoidectomy in 2014 and tonsillectomy in 2001. Previously administered products included for endometriosis: oral contraceptive from 2001 to 2004. Concurrent conditions included body mass index normal, endometriosis, chronic bronchitis, pneumonia, factor v leiden mutation, golfer's elbow, human papilloma virus infection and hodgkin's disease. Concomitant products included alprazolam (xanax) from 2013 to 2016 and diphenhydramine hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), abdominal pain ("pain: abdomen"), pelvic pain ("pain: pelvis (sharp, stabbing)"), uterine pain ("pain: uterus") and pain ("body ache"). In 2009, the patient experienced skin exfoliation ("face would dry up and flake") and burning sensation ("burn like feel on face"). In 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced oropharyngeal pain ("sore throat"), gastrooesophageal reflux disease ("acid reflux"), diarrhoea ("diarrhea"), abdominal distension ("bloating") and food allergy ("sensitive to food"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), skin irritation ("skin irritation on neck, face, lower legs, and arms") with rash, pruritus, skin disorder, skin discolouration and blister, dry skin ("dry patches"), facial pain ("face pain"), dyspepsia ("heart burn") and scar ("large amount of scar tissue was removed during the salpingectomy"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, anxiety, weight increased, pelvic pain, oropharyngeal pain, diarrhoea, abdominal distension, food allergy, pain and dyspepsia had resolved and the kidney infection, skin irritation, fatigue, abdominal pain, uterine pain, skin exfoliation, burning sensation, gastrooesophageal reflux disease, facial pain and scar outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, burning sensation, diarrhoea, dry skin, dyspareunia, dyspepsia, facial pain, fatigue, food allergy, gastrooesophageal reflux disease, kidney infection, oropharyngeal pain, pain, pelvic pain, scar, skin exfoliation, skin irritation, uterine pain and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2017, patient underwent a bilateral salpingotomy, during which an incision was made into each of her fallopian tubes, and the essure micro-inserts were removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: failure to occlude fallopian tubes; on (B)(6) 2017: results: procedure could not be completed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error". Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Event "large amount of scar tissue was removed during the salpingectomy" added, events- "anxiety, pain: pelvis (sharp, stabbing), " outcome updated "recovered / resolved" from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and kidney infection ("kidney infection") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed simultaneously". The patient's past medical history included lipoma, pericarditis, breast neoplasm, sigmoidoscopy in 2014, haemorrhoidectomy in 2014 and tonsillectomy in 2001. Previously administered products included for endometriosis: oral contraceptive from 2001 to 2004. Concurrent conditions included body mass index normal, endometriosis, chronic bronchitis, pneumonia, factor v leiden mutation, golfer's elbow, human papilloma virus infection and hodgkin's disease. Concomitant products included alprazolam (xanax) from 2013 to 2016 and diphenhydramine hydrochloride (benadryl). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain"), abdominal pain ("pain: abdomen"), pelvic pain ("pain: pelvis (sharp, stabbing)") and the first episode of uterine pain ("pain: uterus"). In 2009, the patient experienced skin exfoliation ("face would dry up and flake") and burning sensation ("burn like feel on face"). In 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2014, the patient experienced oropharyngeal pain ("sore throat"), gastrooesophageal reflux disease ("acid reflux"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), the second episode of uterine pain ("severe uterine pain"), skin irritation ("skin irritation on neck, face, lower legs, and arms") with rash, pruritus, skin disorder, skin discolouration and blister, dry skin ("dry patches"), food allergy ("sensitive to food"), facial pain ("face pain"), pain ("body ache") and dyspepsia ("heart burn"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, weight increased, oropharyngeal pain, diarrhoea, abdominal distension, food allergy, pain and dyspepsia had resolved and the kidney infection, the last episode of uterine pain, skin irritation, anxiety, fatigue, abdominal pain, pelvic pain, skin exfoliation, burning sensation, gastrooesophageal reflux disease and facial pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, burning sensation, diarrhoea, dry skin, dyspareunia, dyspepsia, facial pain, fatigue, food allergy, gastrooesophageal reflux disease, kidney infection, oropharyngeal pain, pain, pelvic pain, skin exfoliation, skin irritation, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient underwent a bilateral salpingotomy, during which an incision was made into each of her fallopian tubes, and the essure micro-inserts were removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: failure to occlude fallopian tubes; on (B)(6) 2017: procedure could not be completed current weight 174.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: sore throat, face would dry up and flake, burn like feel on face, acid reflux, diarrhea, bloating, sensitive to food, face pain and body ache, heart burn. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and kidney infection ("kidney infection") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed simultaneously". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), uterine pain ("severe uterine pain"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation on neck, face, lower legs, and arms") with rash, pruritus, skin disorder, skin discolouration and blister, anxiety ("anxiety"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingotomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, kidney infection, uterine pain, dyspareunia, skin irritation, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, dyspareunia, fatigue, kidney infection, skin irritation, uterine pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient underwent a bilateral salpingotomy, during which an incision was made into each of her fallopian tubes, and the essure micro-inserts were removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2018: event "endometrial ablation was performed simultaneously", reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and kidney infection ("kidney infection") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed simultaneously". The patient's past medical history included lipoma, pericarditis, breast neoplasm, sigmoidoscopy in 2014, haemorrhoidectomy in 2014 and tonsillectomy in 2001. Previously administered products included for endometriosis: oral contraceptive from 2001 to 2004. Concurrent conditions included body mass index normal, endometriosis, chronic bronchitis, pneumonia, factor v leiden mutation, golfer's elbow, human papilloma virus infection and hodgkin's disease. Concomitant products included alprazolam (xanax) from 2013 to 2016 and diphenhydramine hydrochloride (benadryl). In december 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("chronic fatigue"), weight increased ("weight gain"), abdominal pain ("pain: abdomen"), pelvic pain ("pain: pelvis (sharp, stabbing)") and the first episode of uterine pain ("pain: uterus"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), the second episode of uterine pain ("severe uterine pain"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation on neck, face, lower legs, and arms") with rash, pruritus, skin disorder, skin discolouration and blister, anxiety ("anxiety") and dry skin ("dry patches"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, kidney infection, the last episode of uterine pain, dyspareunia, skin irritation, anxiety, fatigue, weight increased, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dry skin, dyspareunia, fatigue, kidney infection, pelvic pain, skin irritation, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure (ess205). The reporter commented: on (B)(6)2017 , patient underwent a bilateral salpingotomy, during which an incision was made into each of her fallopian tubes, and the essure micro-inserts were removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: occlude (close) fallopian tubes current weight 174.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error." Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was updated. Her demographics were updated. Her historical condition/medication and concurrent condition was added. Lab data was amended. Her concomitant medications were added. Events: dry patches, pain: abdomen, pain: pelvis (sharp, stabbing) and pain: uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and kidney infection ("kidney infection") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), uterine pain ("severe uterine pain"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation on neck, face, lower legs, and arms") with rash, pruritus, skin disorder, skin discolouration and blister, anxiety ("anxiety"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingotomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, kidney infection, uterine pain, dyspareunia, skin irritation, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, dyspareunia, fatigue, kidney infection, skin irritation, uterine pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient underwent a bilateral salpingotomy, during which an incision was made into each of her fallopian tubes, and the essure micro-inserts were removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.